Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to performance decrement. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.